Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025- 03805 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced bent cannula events on 14-feb-2025. The blood glucose level of the patient was high which was treated with correction bolus via multiple daily injection. Also, ketones were small which the healthcare professional identified as dangerous or life-threatening. Therefore, customer received normal assistance by a third party but was not incapacitated due to blood glucose level. Moreover, the issues occurred with two similar types of infusion sets used for one day and site was patient's abdomen. The symptoms occurred within three or more hours after insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007971 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007971 was manufactured according to the wi version 115 in the line 5, on 06/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007971 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.